Event description:
Dr (B)(6) neurosurgeon at the hospital, reported the following event to (B)(4), sales rep: "we received 1 ablation kit in order to perform a revision surgery. There was only 1 instrument available in this kit to extract the nut (ecrou). A part of the screwdriver broke into the nut (ecrou). It was impossible to remove the debris. No other instrument with appropriate size was found. The surgeon implanted the 2 nuts (ecrous) which were already removed and tried to lock them with the debris, before giving up the surgery and closing the patient."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method , result and conclusion codes will be mad available following engineering evaluation.